Event description:
During field installation of the device, the user reported that the electronic patient gas system (epgs) was unable to calibrate even after multiple attempts. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary, the external gases were checked and the flow meter system was checked and both functioned correctly. The user replaced the epgs with a mechanical blender.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9 and h3 h3 81 - evaluation is in progress, but not yet concluded

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs passed verification/release testing and calibrated successfully three times. It was determined that the epgs met specification. Per data log review: based on the log, the issue likely occurred on 18apr2022. The previous date the system was used was 06jun2021 and on that date calibration was successful. On 18apr2022 each attempt to calibrate the gas system failed with an 'oxygen (o2) sensor out of range calib' error with the o2 sensor value too high (>2900). The service repair technician (srt) also could not duplicate the reported issue. He powered up the epgs and calibrated it successfully. All tests also passed successfully and no calibration error was observed. The o2 sensor was replaced as a precaution. The unit operated to the manufacturer's specifications.